Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image error (green image) was due to a defective cable. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the device displayed a green colored image due to a faulty video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye high definition ii" to olympus repair center for evaluation of a reported greens stripes on the image that were found during reprocessing. During the evaluation, a green colored image defect was found due to faulty video cable unit. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.